Event description:
Radiesse was injected under my eyes on (B)(6) 2020, I wanted to address slight hollowing under my eyes before my husband I moved to (B)(6). I never questioned exactly what or how much was being put into my eye cheek region because I wasn't experienced with injectables (I believe only had done once before in face and once in hands) and I also trusted my cosmetic doctor, dr. (B)(6), who mainly gave me laser and chemical peel treatments for my melasma. By late (B)(6)/early (B)(6) of 2021 my eyelids became hooded/dark and my eyes were swollen with some discharge. My face was inflamed and completely swollen; I looked like another person. The left side of my face was worse off than my right side. I had a pinching / breathing issues on my left nostril area. I started to develop tear duct blockages which were worse on the left side. My hair also started to fall out and I was depleted and felt extremely ill. I thought I was dying from covid but I tested negative several times. I then went to ents and ophthalmologists and was passed back and forth. Prior to this abrupt health decline I was vibrant, happy and in good health. I rarely saw a doctor but then was seeing multiple doctors a few times a week. I then saw an ent who ordered a CT scan. He told me I had extreme inflammation, scarring in my sinus tissues and had a blockage. I had surgery to open up the pathways, scrap scar tissue and shave down my turbinate¿s. I still wasn't getting better. I saw dermatologists, ophthalmologist and even an allergist who said my bruising "shiner eyes" were revealing I must be allergic to something. I spent almost a year having allergy shot therapy. When I went to see a sixth ent (none of the ones I were seeing were helping or diagnosing me) I was asked for my CT disc and notes from the ent that preformed my surgery. It was then that I discovered notes he never shared with me that revealed I had "significant calcification from cosmetic filler injections". I was shocked since I only had a filler put in my face once or twice and this doctor failed to share this info with me. I did research and learned about adverse delayed responses to filler, it all made sense since my swelling and strange skin changes were all in the region where the filler was injected. I was really scared and saw a doctor at (B)(6) who was trying to help me in my health decline. When I went to see cosmetic doctors to have whatever was put in my face removed, I couldn't answer what exactly was put in my face and how much was put in my face. I reached out to the doctor who put the filler in my face to ask for my records so I could have more info to share with the doctors trying to remove it. She ignored me. My doctor at (B)(6) demanded my records after delays and we finally got my records from her weeks later. I was shocked to discover that she put radiesse in my face (which is not dissolvable) under my eyes. I was also shocked to discover that this same doctor put radiesse in my hands in 2017 and I had a massive reaction to it which she never noted in my records. My reaction was so bad I went to see her twice (she had me on antibiotics and used laser on me to calm the inflammation down). I almost went to the emergency room but she gave me an IV and things slightly mellowed. In knowing my reaction (which I know was an allergic response) she chose not to note it and then put it in my face by my eyes, nose, major ocular vein and nerves. It is 5 years later and I'm dealing with continual fungal infection in my facial tissue. I'm seeing my second infectious disease doctor. I believe this filler absolutely needs to be flagged more than it is. My life has completely gone downhill as a result of radiesse. I don't remember the last time I felt truly healthy or happy. I'm very upset it remains on the market without requiring a simple skin test. If you are allergic to it you need to know, it's not dissolvable!